Event description:
Device 2 of 3. Ref MFR report: 1627487-2013-07134. Ref MFR report: 1627487-2013-07136. It was reported the pt had pain and swelling at the implant site. In addition, the pt reported he experienced painful stimulation to the feet while the stimulation was turned on, and once the stimulation was turned off, his feet still hurt. The stimulation was helping to relieve the pain pattern, but did not eliminate the pain. It was reported the pt met with the physician and no swelling was noted. It was reported the next course of action may be the explant of the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.